Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button was not working and was unable to pass the verify screen. The reporter denied damage to the keypad and noted moisture behind the display screen. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.